Manufacturer narrative:
Findings: button error alarm and no act button response due to corroded keypad trace. No moisture damage inside pump noted. Pump received with scratched lcd window, crack case on all four corners near display window, crack reservoir tube lip, crack reservoir tube near reservoir window and crack battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after being exposed to moisture. The customer's blood glucose level was 257 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.